Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the, at 01:00 am, the patient woke up and the cgm reading was 188 mg/dl. The patient initially felt fine, but then experienced feeling unwell with dizziness, shakiness, and sweating. The patient took a fingerstick and the cgm was reading 188 mg/dl, and the blood glucose reading was 70 mg/dl. The patient took a glucagon tab (most likely this was a glucose tab) and drank juice. As the blood glucose value kept dropping, and the patient also experienced vomiting, the patient was brought to the hospital by her father. At the hospital they received intravenous dextrose treatment. The blood glucose reading went up to 147 mg/dl, and the patient was discharged after spending less than 5 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.